Manufacturer narrative:
All of the buttons functioned properly however, found moisture damage on the keypad traces. No button error alarm during testing. The insulin pump passed the functional test including the self test, a21 error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. All operating currents are within specification. The insulin pump had cracked reservoir tube lip, minor scratched display window and cracked case at the display window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed button error during a bolus attempt. Customer's blood glucose was 336 mg/dl at the time of incident and 400 mg/dl at the time of the call. Troubleshooting found that the button error alarm could not be cleared and the act and esc buttons do not function. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.